Event description:
During an off label renal stenting treatment procedure, stent deployment difficultires were encountered. The lesions being treated was an 85% stenotic ostial lesion in a severely tortuous renal artery. The physician obtained femoral vascular access, but the encountered significant resistance to advancement of the device despite predilatations with a 20 mm balloon. It is noted that the physician chose the carotid wallstent for this intervention as it was the only device of the appropriate size available to him. The physician stated that the distal portion of the carotid wallstent monorail 6.0 x 22 mm stent did not open/deploy. Also, the delivery system could not be removed as it remained attached to the proximal part of the stent. The physician eventually inserted a guiding catheter to deploy the distal end of the stent. The proedure was completed with this device and there was no injury to the pt. Pt status is reproted as 'good'. This product is approved 'ous' only, but is similar to a device marketed in the us.